Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 157444, m2a-magnum mod hd, lot # 207780. Item # 139252, m2a-magnum 42-50mm tpr insrt-6, lot # 908740. Item # 14-103205, taperloc microp fmrl 11.0mm, lot # 820250. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09799.

Event description:
It was reported that a patient was revised approximately 9 years post implantation due to allegations of elevated ion levels, inflammation, pain and loss of muscle mass. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), taperloc microp fmrl 11.0mm, lot # 500030. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.